Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to add h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with a silicone like foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. There was no damage to the area where the foreign material was found and information regarding reprocessing methods was unknown. The customer reported that a contracted company reprocesses the scopes per the manufacture's instructions. It was further noted that reprocessing could not be completed due to the abnormality in the scope that would not allow the washer to proceed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in evaluation found the air/water cylinder and suction cylinder were discolored, the scope connector cover and plug unit had corrosion due to water leakage, the scope connector case and circuit board were dirty due to water leakage, water tightness was lost due to damage to the channel tube, the insulation resistance value at the distal end did not meet standard value due to a scratch on the bending section cover, the connecting tube was wrinkled, the universal cord had buckling, adhesive of the bending section cover was detached, and the light guide lens was chipped and cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that when performing a biopsy with standard forceps using an evis exera iii colonovideoscope, there was an obstacle to the passage of the device through the operator's canal. An initial sample was taken, but on a second passage of the forceps, it could not be introduced to complete obliteration of the canal. The colonoscope was replaced, which prolonged the procedure time by approximately 10-15 minutes (i.e. The material time to install the instrument, test it, and reach the biopsy site). The event occurred at the end of an emergency diagnostic rectosigmoidoscopy. The scope was tested prior to the start of the examination and it had normal operation with no malfunctions. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the biopsy channel was clogged by foreign material. The report is being submitted due to the clogged biopsy channel found during evaluation.